Event description:
The initial clots were located in the internal carotid artery terminus (icat) bifurcation and the left m1 middle cerebral artery (mca). During a mechanical thrombectomy using the subject device to remove a clot from m1- mca, embolization to a new left a1 anterior cerebral (aca) territory occurred. Another of the same retriever device was used to remove a1- aca thrombus and a thrombolysis in cerebral infarction (tici) score of 2b was achieved. The reported event was related to the subject device and procedure.

Manufacturer narrative:
The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Thrombosis is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
The initial clots were located in the internal carotid artery terminus (icat) bifurcation and the left m1 middle cerebral artery (mca). During a mechanical thrombectomy using the subject device to remove a clot from m1- mca, embolization to a new left a1 anterior cerebral (aca) territory occurred. Another of the same retriever device was used to remove a1- aca thrombus and a thrombolysis in cerebral infarction (tici) score of 2b was achieved. The reported event was related to the subject device and procedure.

Manufacturer narrative:
The device is not available to the manufacturer.